Event description:
It was reported the patient had an implantable neurostimulator (ins) and would get shocked when they went through imaging devices for airport security. Patient's stimulator would go "full tilt" and they would be "on the floor like a spastic idiot, and that it's not any fun to be shot with it when it's on full high." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3487a-33, lot# j0016058v, implanted: (B)(6) 2000, product type: lead. (B)(4).